Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2011 (date/time not specified). The patient manages his diabetes with insulin (given via insulin pump); however, it is unclear what action, if any, the patient took in response to the alleged issue. The patient denied developing any symptom as a result of the alleged issue. However, according to the csr's documentation, in the evening on either (B)(6) (year not specified) the patient reportedly obtained a blood glucose result of "high" with another device and sometime between 7:30-8pm, the patient reportedly administered an increase dose of 5 units of bolus as self-treatment. The time difference between the start of the alleged issue and when the patient tested with his secondary device is not known. During troubleshooting, the csr noted that the subject meter's batteries were replace per owner's booklet recommendation and the patient was using the correct test strip. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.